Event description:
It was reported that pump had not covered all of the pt's pain. It was stated pt never had therapeutic effect. It was later reported there was a catheter problem. Pt's mother stated that the hcp informed them the first pump had a catheter leak and medication was not getting to pt. The new pump was working. Additional info will be provided when available.

Manufacturer narrative:
(B)(4)